Event description:
It was reported that during a lap robotic prostatectomy procedure, the device locked out and would not open between the second and third firing stroke, so they stapled distally to the device in order to cut the device off the tissue. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.